Event description:
The patient has not reached efficacy with the pump system. Difficulty aspirating fluid through the catheter access port occurred. A bridge bolus was re-calculated and a modified bridge was re-programmed. The pump did not have any volume discrepancies. The physician planned to replace the entire drug system. The pump contained morphine and bupivicaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).